Event description:
It was reported that the lead had high impedance and an apparent fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary #the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the data revealed that atrial lead bipolar impedance averages 495ohms for 29 weeks preceding a jump to >3000 ohms for the 4 weeks after the week ending (B)(4) 2012. Daily impedance varies between 500 and >3000 ohms for the previous 15 days.